Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife called to report that after beginning use of a replacement insulin pump, the customer had high blood glucose levels. The customer's reading was 539 mg/dl. The customer treated with a manual injection. The caller stated that they already changed the set and would monitor the issue. The caller was advised to call back if problems persisted.